Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications. The data analysis confirmed the reported discrepancy, with the sample testing non-reactive for hbv dna using the cobas mpx assay and reactive for hbsag using the elecsys hbsag assay on the cobas e 801 analyzer. It was noted that in cases of chronic hbv infection, dna may not always be detectable despite the presence of hbsag. Additionally, the sample was reactive for hcv rna with a strong signal, indicating a possible co-infection. No product issue was identified, and the investigation was limited by the unavailability of patient history to confirm a definitive root cause. The blood bag associated with the sample was not released due to the serology results, and no harm, death, or serious injury was reported.

Event description:
The initial reporter alleged discrepant results between the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument and serology testing performed on the roche cobas e 801 analyzer using the elecsys hbsag assay. The donor sample was tested using edta plasma for nucleic acid testing (nat) with the cobas mpx assay and a heparin anticoagulant tube for serology testing. The cobas mpx assay reported the sample as non-reactive for hepatitis b virus (hbv) dna, non-reactive for human immunodeficiency virus-1 (hiv-1) rna, and reactive for hepatitis c virus (hcv) rna with a cycle threshold (CT) value of 17.73. The internal control (ic) for the nat test had a CT value of 36.9. Serology testing on the cobas e 801 analyzer reported the sample as reactive for hepatitis b surface antigen (hbsag) with the following results: hbsag = 2364, hbsag (repeat tube) = 2392, and hbsag (repeat segment) = 2186. Additional testing of the edta plasma sample yielded an hbsag result of 2340. Testing for hcv antigen/antibody (ag/ab) on the cobas e 801 analyzer reported the following results: hcv ag/ab = 31.5 and hcv ag/ab (repeat segment) = 37.60. The blood bag associated with this sample was not released due to the serology results.